Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm after wearing the insulin pump during an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.